Event description:
It was reported that during advancement under fluoro in the sfa, the tip of the device was noted to be missing. The physician successfully deployed the stent without any injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by user facility; therefore, it is not available for evaluation. The event investigation is currently underway.